Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient was receiving an e-6 error message on her infusion device. At an unknown time the patient received a blood glucose result of 400 mg/dl. The patient experienced elevated blood glucose symptoms of dizziness and sweating. At an unknown time, the patient went to the hospital. At the hospital the patient's blood glucose level was 300 mg/dl and the patient had positive ketone bodies. The patient was treated with serum and fasting acting insulin with toujeo and humalog. The patient was in the hospital for approximately 12 hours. The infusion device was requested to be returned for product evaluation.